Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an open sore located by her bra under one of the electrodes and two other blisters. The patient reported that the open sore resembled a popped blister. The patient consulted her doctor who advised her to end use and return the lifevest due to her open sore. Follow-up indicated that the sore and blisters are improving with the use of neosporin.